Event description:
It was reported that device infused an excessive amount of medication 20 ml, and the pump stopped. There was patient involvement. No health problems were reported during the patient's use.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been in before for repair related to the customer stated problem. Review of the event history log did not confirm any errors related to delivery failures. The customers reported problem could not be determined as the pump accuracy was within specifications. As a result, functional tests were performed, and the device passed all tests.